Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
During use of an adroit guide catheter, it was reported that during contrast injection, contrast had perforated the catheter and then perforated the radial artery. The age and gender of the patient is unknown. The type of procedure being performed is unknown. An adroit guide catheter was inserted into 6fr terumo slim sheath from radial approach. Upon the fellow manipulating the guide to engage the artery, contrast would not flow thru the guide. The fellow used an assist device (power injector) and upon looking back down the arm to look for a kink, it appeared as the contrast had perforated the catheter in a "pinhole" and then subsequently the radial artery was perforated as well. A second guide catheter (name and shape not named) was inserted, and left in for a period of time, to seal the perforation. Patient was later removed from the table and sent to recovery.

Manufacturer narrative:
Complaint conclusion: during use of an adroit guide catheter it was reported that during contrast injection, contrast perforated the catheter and then perforated the radial artery. A second non-cordis guide catheter was inserted, and left in for a period of time, to seal the perforation. Patient was later removed from the table and sent to recovery. The type of procedure being performed is unknown. An adroit guide catheter was inserted into 6fr terumo slim sheath via radial approach. While manipulating the guide to engage the artery, contrast would not flow thru the guide. An assist device (power injector) was used. The fellow then assessed the catheter for kinking and noted that the contrast had perforation the catheter in a ¿pinhole¿ and subsequently perforated the radial artery. One non sterile unit of adroit 6f .070 was received coiled in a plastic bag. A compressed/twisted section of 1.1cm was found on catheter body at 23.1cm from ID band distal end. The catheter body od and ID were measured near the compressed/twisted condition and results were found within specification. Also within the compressed area a puncture/cut condition was found located at 23.6cm from ID band distal end. Dry blood residues were found on the catheter inner lumen. No other issues were found. A lab sample syringe with water was attached to gc and it was flushed, however the catheter body was found obstructed by the accumulation of dry blood residues inside of the catheter inner lumen. Leakage was found at the puncture cut area. After the accumulation of dry blood residues were removed from the catheter inner lumen, the catheter was successfully flushed. A 0.038¿ emerald guidewire lab sample was inserted in the received gc and it went through the gc; friction was felt when the guidewire was passed in the compressed/twisted condition and no resistance/friction was felt in the rest of the catheter inner lumen. Scanning electron microscope (sem) analysis was performed to the catheter in order to identify the source of the puncture/cut condition but the cause could not be conclusively determined. The results are the following: ¿the body external surface presented evidence of elongation and twisting at the surrounding areas of the body punctured. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. The body perforation appears to have occurred from the inside to the outside due to the observed conditions. Stretching/ pulling and/ or twisting could have been related to these separation characteristics. A review of the manufacturing documentation associated with lot 15955922 revealed no anomalies during the manufacturing and inspection processes. The complaint reported by the customer ¿catheter (body/shaft) - obstructed¿ was confirmed. However, functional analysis noted an accumulation of dry blood residues inside of the catheter inner lumen. The catheter was successfully flushed after the residue was removed. The complaint reported by the customer ¿catheter (body/shaft) - puncture/cut¿ was confirmed. However, the exact cause could not be conclusively determined. The compressed/twisted and puncture/cut condition does not appear to be manufacturing related since the sem analysis results presented evidence of elongation and twisting at the surroundings areas of the body punctured and the perforation appeared to have occurred from the inside out. Perforation refers to a hole made by piercing through the vessel wall. Based on the information available for review, procedural factors (such as manipulating the guide to engage the artery) and the force of contrast injection may have contributed to the reported puncture of the device and perforation of the artery. Neither the analysis nor the DHR suggests the difficulty experienced by the customer could be related to the design and manufacturing process; therefore, no corrective and preventive actions will be taken at this time.